Manufacturer narrative:
H.6 investigation summary: one picture sample was provided for evaluation. Based on an evaluation of the picture, the reported defect could not be observed as the picture only displayed the epoxy of the product. A device history record review was completed by our quality engineer team for provided lot number 8299697. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. H3 other text : see h.10.

Event description:
It was reported that the stylet was bent and damaged with a bd saf-t-intima¿ IV catheter safety system. This occurred on 6 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: on 23th,nov,2019, several 24ga sti were noticed with stylet bent and damaged oncology nurse feedback november 23, 2019 in the ward for the preparation of the retention needle puncture, many times found a number of retention needle multi-point needle handle end of the needle core guide wire protruding, almost scratched.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stylet was bent and damaged with a bd saf-t-intima¿ IV catheter safety system. This occurred on 6 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, several 24ga sti were noticed with stylet bent and damaged oncology nurse feedback november 23, 2019 in the ward for the preparation of the retention needle puncture, many times found a number of retention needle multi-point needle handle end of the needle core guide wire protruding, almost scratched.